Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, on having closed the device, it fired alone without removing the insurance and without to pressing the trigger. It "stapled and cut alone, but the cleaver did not go back still nor giving him to return and it was necessary to open the machine manually." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n57k20 the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which can lead to the device not to fire. The device was not tested for functionality due to its condition. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.